Event description:
It was reported that the patient with this artificial urinary sphincter has experienced urinary incontinence related to urethral atrophy, which led to a surgical procedure. During surgery, the cuff was removed and replaced. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence related to urethral atrophy, which led to a surgical procedure. During surgery, the cuff was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Correction to field h6: patient codes.